Manufacturer narrative:
Concomitant medical products: product ID: cmrm6133 envelope, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was scheduled for an extraction due to a possible infection. During the revision the pocket was noted to look great. The device was washed and an antibacterial absorbable envelope was used. The device remains in use. No patient complications have been reported as a result of this event.